Event description:
It was reported that device detachment occurred. An opti cross 18 imaging catheter was selected for use. During the procedure, the catheter detached within the sheath. The device was completely removed from the patient, and the procedure was completed with the original device. No patient complications were reported due to this event.

Manufacturer narrative:
Additional information: procedure name and lesion characteristics.

Event description:
It was reported that device detachment occurred. An opticross 18 imaging catheter was selected for use. During the procedure, the catheter detached within the sheath. The device was completely removed from the patient, and the procedure was completed with the original device. No patient complications were reported due to this event. It was further noted that the target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery for pelvic organ prolapse treatment.